Event description:
It was reported that they were getting low air leak on arctic sun. Flow was 0.9lpm. Nurse disconnected and reconnected the pads rotating the clip to the opposite orientation. Flow rate stabilized at 1.2lpm, ip -7.2psi, cp 37%. Nurse also stated they could not tell if the pad felt wet or was just cold. Water 9.7c. Mss asked nurse to replace the pad if it is in fact wet and explained that if the pad is wet it is likely urine.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "improper consideration of end user requirements-shipping or handling caused damage to device." The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the arctic gel pad product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they were getting low air leak on arctic sun serial no: (B)(4). Flow was 0.9lpm. Nurse disconnected and reconnected the pads rotating the clip to the opposite orientation. Flow rate stabilized at 1.2lpm, ip -7.2psi, cp 37%. Nurse also stated they could not tell if the pad felt wet or was just cold. Water 9.7c. Mss asked nurse to replace the pad if it is in fact wet and explained that if the pad is wet it is likely urine.